Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt and displayed a service code 204 (belt/monitor unusable). The monitor's case battery well was dented causing the battery to not plug in. The cause of the code 204 is the damaged monitor case. The root cause for the damaged receptacle was excessive force. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.